Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to phillips that the heartstart mrx defibrillator failed the defib and cardiac stimulation test. There was no patient involvement.